Event description:
It was reported the customer's insulin pump was not delivering insulin. Customer also stated his blood was between 300 mg/dl and 400 mg/dl and he could not get his blood glucose down. He reported using the insulin pen to lower his blood glucose. Customer's blood glucose was 285 mg/dl at the time of the call. He also reported a no delivery alarm during a bolus delivery. Troubleshooting found insulin was able to exit during a fixed prime. He also reported his insulin looked cloudy in the reservoir. Customer was advised the cloudy insulin may lead to a no delivery alarm. He was also informed that his reservoir may be occluded from the insulin being cloudy. Customer stated he will change out his insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).